Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance measurements. It was noted that both shock impedance and amplitude measurements were variable. The lead will be monitored. No adverse patient effects were reported. This lead remains in service.